Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).

Event description:
Account stated that device was attempted to cross a very calcified sfa cto through which only an .014 wire had successfully crossed. The device was then inflated to nominal atmospheres to attempt to possibly "crack" an opening in the cto, however device then ruptured. The device was removed with no issues. No injury to the patient reported. Evaluation of the returned device on august 18, 2015 found a slight pinhole leak was noted in the distal end of the balloon chamber.